Manufacturer narrative:
MDR is being reported outside of the 30-day time frame because this was initially evaluated as not reportable, but later review of this complaint resulted in a determination that the event is reportable.

Event description:
A physician reported that his pt was experiencing prolonged bleeding after implantation with essure micro-inserts. The physician decided it was medically necessary to remove the essure micro-inserts and perform a bilateral tubal ligation because of the pt's bleeding, along with the results of a hysterosalpingogram, which showed patency on the pt's right side at 6 months. During micro-insert removal, the physician discovered that the insert on the right side had expelled into the uterine cavity. The physician reported that the bleeding has stopped. The physician stated that he is unsure if the bleeding was caused by the essure micro-inserts.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs